Event description:
It was reported that the patient experienced intermittent stimulation. She feels stimulation when she lays down or sits, but not when she stands or walks. The patient's lead impedance measurements were greater than 4,000 ohms on some of the unipolar and bipolar pairs. The patient was not receiving stimulation using the 2 programs that use electrode 0. Further information is being requested from the hcp.